Event description:
Baxter product surveillance spoke with the care giver (cg) on (B)(6) 2012 regarding a check lines and bags (clb) alarm on the homechoice machine. The cg stated that the issue was resolved by only switching out the bag and starting therapy over. The home patient (hp) had connected to the setup after starting therapy over. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.